Manufacturer narrative:
(B)(4): brief description of complaint: the blade was not cutting smoothly and was inert. Analysis conclusion: complaint not confirmed: the device handle was not returned. Only the adenoid tip attachment was returned for complaint investigation, which impedes functional inspection for the weak cut and coag issue. Additionally, it was found that the plastic housing is melted, the melting is wispy and stringy in appearance, and > 33% of the wire square is exposed and the electrode wire has minimal support from the housing with deformation, which fails to meet the acceptable damage requirements. If information is provided in the future, a supplemental report will be issued.

Event description:
During analysis, it was found that the plastic housing on the plasmablade device was melted, and > 33% of the wire square is exposed, which fails to meet the acceptable damage requirements. Failure found during analysis; therefore patient information is not applicable.